Event description:
The pt reported that their meter was giving inaccurate low results. Medical affairs specialist called and spoke with the pt in 2004. They had noticed lower readings than normal for a week and so they purchased new test strips, and still were seeing low results, they then took their new strips and went to their neighbor, who also has a one touch profile meter. They started invalidly comparing their meter to their neighbor's meter (tested with strips from the same vial). Their meter would give lower results than their neighbor's meter. Sixteen days ago, they started to have blurred vision. They tested on their meter with a result of 113 mg/dl. They then called their neighbor and less than 10 minutes later, tested on that meter with a result of 299 mg/dl. Family member drove pt to the ER, where the ER meter read hi and so a lab test was performed on pt with a result of "over 500." Pt was admitted to the hosp with diagnosis of hyperglycemia and was released 8 days later. Their diabetes medication regimen includes glucophage, avandia, novolin 70/30 insulin 10 units every morning and is also on a sliding scale with novolin r if their blood glucose is greater than 150 mg/dl. During the time they were getting lower results on their meter, they had continued to take their set amount of novolin 70/30 and their oral medications, but did not take any of the novolin r since the results were lower than 150 mg/dl. Pt stated that if the meter had given them correct results, they would have taken their additional sliding scale insulin and prevented the whole hyperglycemic episode. They were not cleaning the meter according to the owner's manual. They were asked to perform a check strip test, which failed, but were then asked to clean the meter and retest with the check strip. The second check strip test passed. This case is reported as an adverse event since the pt suffered a serious injury because they did not take additional insulin due to the inaccurate low results of the meter.